Event description:
It was reported that the right atrial (ra) lead dislodged two days post implant. The device had recorded atrial arrhythmias for two days post implant and after that there was nothing. An atrial threshold was unable to be retrieved and the atrial and ventricular electrograms were sensing the same events, which were all ventricular. The ra lead was not sensing the atrial fibrillation. The lead was programmed off with a lead revision planned. No patient complications have been reported as a result of this event.